Manufacturer narrative:
According with customer service engineer safety valve pressure was adjusted.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and performed an adjustment. The unit passed extended self testing.